Event description:
It was reported the patient had no stimulation sensation. The patient had turned their implantable neurostimulator (ins) all the way up, but they could not feel stimulation unless they lifted their arms above their head. When the patient flexed forward and had their hands above their head they had tingling and shock. This had started in the last day or two and the patient thought that the leads may be in the wrong place. The patient had met with their healthcare professional (hcp) for follow up after implant. The cause of the event was not determined and it was unknown if the cause was device related or if the patient had a 50% or greater symptom reduction. Routine troubleshooting was done and the hcp recommended reprogramming. The hcp indicated that there was no clear injury or problem. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).